Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 16.2 mmol/l at the time of incident. The customer stated that the screen was blurry and she was unable to see the screen well. She stated that her perfume probably got on the pump screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer declined a loaner pump because she wants to upgrade her pump. The insulin pump was not returned for analysis.